Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009, alleging that his onetouch basic meter was displaying the "er1" and "not ok" messages. He stated that the reported issue first occurred at 8:30-9am the month prior. According to the csr documentation, the pt reportedly developed blurred vision and fatigue 1-5 days after the reported issues began, but he denied receiving any form of treatment. The pt symptoms are suggestive of hyperglycemia. According to the troubleshooting performed with customer service, the reported issues were not resolved with training. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury after the "er1" error message and "not ok" message appeared.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.